Event description:
It was reported that during a procedure it was found that the superior vena cava (svc) coil of the right ventricular (rv) lead had a fine insulation break. The lead had been tested prior to the procedure and was found to be functioning normally. The lead was sleeved using medical adhesive and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Concomitant: d334trg ICD implanted: 2012-(B)(6). (B)(4).